Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during displacement test due to motor gearbox jammed. The pump was unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected error test and all operating current measurement due to constant compromised force sensor system alarm. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 330 mg/dl. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that the rewind message occurred after an alarm/alert. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.